Manufacturer narrative:
Investigation pending.

Event description:
Customer reported a falsely elevated troponini (tni) result on their triage meter. A patient presented to the customer site with dizziness. Patient did not have chest pain or shortness of breath. Patient tested on triage which resulted 0.16ng/ml for tni. Patient was tested on siemens dimension ex which resulted 0.0 (units unknown). Patient sample was sent to sister site which also uses the siemens dimension exl and resulted 0.0. An EKG was performed due to the elevated tni result obtained on the triage meter. The EKG was negative. Technical support requested additional information around the event; EKG information, date of occurrence, medications, diagnosis, but customer unresponsive. Site cut-off for triage tni is 0.05.

Manufacturer narrative:
Investigation conclusion: the customers complaint was not replicated during in-house testing of retain device lot t12229n. Retains of the complaint lot performed properly when tested with "normal" (apparently healthy) donors; all tni results <0.05ng/ml. The customer returned their triage meter for investigation. The triage meter performed properly, no issues observed. Manufacturing batch records for lot t12229n were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no correction action is required.